Event description:
A customer observed smoke appearing from the back of the bcs(r) analyzer. The customer unplugged the analyzer and turned off the computer. Service was dispatched to address the cause of the smoke. There was no report that patient treatment was altered or prescribed due to the unplugging of the instrument system. There is no report of adverse operator harm or patient impact as a result of the smoking instrument incident.

Manufacturer narrative:
The siemens healthcare diagnostics inc. Field service engineer (fse) dispatched to the customer site identified the source of the smoke. An electrical short was found in the tyz sample probe cable. The cable was replaced and the operation verified. The short was caused by an improper part replacement executed by the customer. The operator had a pipettor touchdown error, and they replaced the sample pipettor. They rebooted the analyzer, and then noted black smoke and ash from the back of the instrument. The tyz sample probe cable 'electrical short' can be induced when the customer changes the sample probe and replaces the sample pipettor housing incorrectly. The sample pipettor housing has 4 screws which are removed when the probe is to be replaced. It is clearly stated in the instructions for this process, "note that the screws are different sizes and must be replaced in the positions from which they are removed." If the position in the upper right hand corner has the long screw inserted instead of the proper short screw, this will puncture the ribbon cable, leading to damage of the sample pipettor which was just installed, as well as a shortage of the tyz sample probe cable. The instrument is operating within specifications.